Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. Review of the daily trend showed that the shock impedances had been gradually increasing for the previous year and therefore lead calcification was suspected. Boston scientific technical services (ts) reviewed data from the system and agreed with the decision to continue monitoring the system. The ICD and the rv lead remain in service. No adverse patient effects were reported.